Manufacturer narrative:
D4 - primary UDI number and h4 - device MFR date: correction h6. Codes: updated. Device evaluation: the customer reported remove and reattach cassette alarm occurred. Unable to confirm the complaint due to the device not being returned. Based on the review of the service history and information provided by the customer we are unable to determine a probable cause as the device was not returned for evaluation. If the product is returned the manufacturer will re-open the complaint for further device analysis.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump had remove and reattach cassette alarm. Upon troubleshooting twice, the alarm persisted so the tubing was clamped and the batteries were removed. The medication 5fu (5 fluorouracil) was infused, the total volume was 105.4 ml. There was patient involvement and no patient harm reported.